Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod for an unspecified period. The patient alleged that they experienced serious adhesive issues and the pod did not stick well to their body. They experienced hyperglycemia despite not eating that morning. During the call, product support confirmed that the pod was an affected lot from a medical device correction. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.